Event description:
It was reported that the doctor removed the leads and implantable neurostimulators, and some of one lead was left behind. It was noted that the doctor would like to know what was left from the lead. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3058, serial #(B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3093-33, lot # v498896, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v326265, implanted: (B)(6) 2010, product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined le ads", educational brief/physician communication ((B)(4) 2010).

Event description:
It was reported that a lead was damaged during explant. It was believed that the physician was removing all components due to pain lead from pocket. It appeared visually all tines and distal electrodes were left in patient, but it was hard to tell . The patient had bi-lateral interstims (2 3058 <(>&<)> 2 leads placed). It was believed the left side lead was the lead damaged during explant. Additional information received noted that there were no diagnostics performed. Regarding malfunctions seen or cause of issue determined it was noted "no". Regarding were all components fully explanted it was noted "no." The serial number of the damaged lead was unknown. Regarding damage done to the lead during explant it was noted that the electrode portion was left behind. Regarding how the damage was caused it was noted that the doctor pulled the lead from the pocket and the lead broke during removal. Regarding the patient outcome it was noted that the patient was fine. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2013-07416.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device, model # 3058, sn (B)(4), found no significant anomaly. Analysis of the lead, model # 3093-33, lot # v498896, found no significant anomaly. Analysis of the lead, model # 3093-33, lot # v326265, found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.